Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device made a noise, began beeping, and then shut off completely, displaying a black screen. In (B)(6) 2025, the patient¿s wife had reported an issue with the solis pump. It was stated that while the husband was changing the pump the previous day, they had not been at home. Upon checking the pump the following day, it had powered on. However, they had to use it for the next scheduled change and preferred to have the pump replaced. The patient was currently infusing with a backup pump and had been doing well. The next scheduled change was set for the following day. A registered pharmacist (rph) had spoken with a patient service representative (psr) to arrange the delivery of a replacement pump to the patient¿s home address early the next morning, with no signature required. It remained unknown whether the medical doctor (md) had been notified. No further information had been provided. The patient had a backup device available and was able to successfully continue their infusion. There was no patient injury. The infusion is life-sustaining. Patient details: (B)(6), born on (B)(6) 1949, female.